Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that there was an ankle clamp assembly that had frozen thumb wheel which broke, upon attempt by scrub tech to loosen with pliers.

Manufacturer narrative:
An event regarding seized screw involving a tibial ankle clamp assembly was reported. The event was confirmed. Method & results: device evaluation and results: a material analysis concluded that no material or manufacturing defects were observed on the device features evaluated. Medical records received and evaluation: not performed because no patient demographics or medical records were provided. It is not believed that patient factors contributed to the reported event. Device history review: a device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. Complaint history review: a complaint history review concluded that there has been 1 other event for the lot referenced. Previous investigation indicated that there was significant damage on the shaft of the broken proximal locking screw, which suggested that the knob broke off due to an excessive amount of applied force. Conclusions: the investigation concluded that the adjustment screw was seized inside the slide component, likely caused by its over-rotation beyond the designed limit. No material or manufacturing defects were observed on the device features evaluated.

Event description:
It was reported that there was an ankle clamp assembly that had frozen thumb wheel which broke, upon attempt by scrub tech to loosen with pliers.